Manufacturer narrative:
Device available for evaluation: product ID: 977a260, serial#: (B)(4), product type : lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance value was out of expected range.